Event description:
It was reported that the monitor flickers on the 9600+ system when the power cord is moved.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Repaired the power cord and plug. The system was tested and found to be working as intended and placed back into service.